Event description:
It was reported that this ra lead exhibited high out of range right atrial (ra) pacing impedance measurement of greater than 2000 ohms. Additionally, there was some noise observed with no oversensing. The health care professional (hcp) planned to see the patient in the clinic for further testing. At this time, this pacemaker and non-boston scientific ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).